Event description:
It was reported that the ilet device¿s display was cracked, rendering the screen unusable and prompting a replacement. Symptoms included no clinical symptoms. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included review of the returned-device logistics and replacement processing. Investigation of this device revealed physical damage to the display consistent with a cracked screen, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was attributable to physical damage unrelated to manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.